Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewd1048 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that when removing the guide wire, it broke inside the catheter.